Event description:
During a brain surgery, the clinical engineer from the hospital was monitoring the pt's heart rhythm on both ECG monitor and programmer screen. Spontaneous rhythm around 72 bpm was confirmed on surface ECG, but noise sensing and ap-vp markers were recorded on egm. However, normal behavior was observed at the time the sorin rep arrived at the hospital. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.